Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a primary anterior hip replacement surgical procedure, it was observed that the motor on the battery oscillator device was weak. According to the report, the oscillating saw on the device would not work. It was reported that the battery in the device was replaced with another fully charged battery but still would not power the device. There was no delay to the surgical procedure as a spare device was available for use. It was further reported that the procedure was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor was weak and would not oscillate were not confirmed. It was determined that the device functioned properly. Therefore, an assignable root cause was not determined. However, it was determined that the electric motor was emitting an unusual noise and ran slow in one direction. It was determined that this was due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate